Event description:
Cardiac arrest victim was found pulseless and apneic in parking lot and was a patient at a convalescent facility for a history of psychiatric illness. The paramedics arrived at the victim's side in which an asysolic heart rhythm was determined on the EKG. The medic deployed the autopulse resuscitation device to perform the automated chest compressions. Advanced life support measures were initiated by the paramedics. The device was turned on, completed its preliminary initialization system check and subsequently completed 5-6 consecutive compressions. A "system fault" occurred which stops the compressions and messages on the user interface. The rescuers could not resolve the system fault to commence the compression cycle sequence. The rescuers reverted to manual CPR as directed in the manufacturer's users guide. The arrest victim was not successfully resuscitated in the field by the emergency medical personnel. The patient was pronounced dead at the scene.